Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The return of the sample is pending. The investigation of the reported event is currently underway. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radiofrequency ablation procedure, detection of higher temperature outside the burning catheter zone and the catheter allegedly got unusual heat. It was further reported that the unpleasant heat was allegedly felt in the fingers. Reportedly, the skin burn was treated with bactigras. The patient is reported to be stable now.

Event description:
It was reported that during a radiofrequency ablation procedure, detection of higher temperature outside the burning catheter zone and the catheter allegedly got unusual heat. It was further reported that the unpleasant heat was allegedly felt in the fingers. Reportedly, the skin burn was treated with bactigras. The patient is reported to be stable now.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: one evsrf 100cm catheter was received for evaluation. The device appeared to have residue throughout, and multiple kinks were noted throughout the catheter shaft. The kinks likely occurred due to the manner in which the device was packaged for return. Therefore, the kinks are considered as incidental. During the visual evaluation, upon opening the handle, all wires were noted to be intact and in place. The proximal battery is partially seated, and the distal battery is fully seated in the battery holder. When the original battery removed, contamination (rust looking material) was noted throughout the proximal battery pad and similar contamination, was noted on the bottom and edges of proximal battery. Both the batteries and its pads did not show any glowing anomalies under uv inspection. Catheter was plugged into the generator as received in original state and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator; and the catheter was recognized with new batteries. During the functional testing, the device successfully completed 3x long and 3x short tests; without any errors and the resistance is within the specification. Therefore, the investigation is unconfirmed for the reported excessive heating and the investigation is determined to be confirmed for the identified contamination. The root cause for the reported excessive heating cannot be determined as the problem could not be reproduced. However, since there was rust inside the handle, it is possible there was a small puncture in the heating coil or shaft and steam traveled up the shaft to cause the burn sensation near the zebra stripes. The root cause for the identified contamination cannot be determined based on the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, component, method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the venclose evsrf catheter that are cleared in the us. The pro code and 510 k number for the venclose evsrf catheter are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one evsrf 100cm catheter was received for evaluation. The device appeared to have residue throughout, and multiple kinks were noted throughout the catheter shaft. The kinks likely occurred due to the manner in which the device was packaged for return. Therefore, the kinks are considered as incidental. During the visual evaluation, upon opening the handle, all wires were noted to be intact and in place. The proximal battery is partially seated, and the distal battery is fully seated in the battery holder. When the original battery removed, contamination (rust looking material) was noted throughout the proximal battery pad and similar contamination, was noted on the bottom and edges of proximal battery. Both the batteries and its pads did not show any glowing anomalies under uv inspection. Catheter was plugged into the generator as received in original state and remained on the home screen (venclose logo). New batteries were inserted; catheter was plugged into generator; and the catheter was recognized with new batteries. During the functional testing, the device successfully completed 3x long and 3x short tests; without any errors and the resistance is within the specification. Therefore, the investigation is unconfirmed for the reported excessive heating, and the investigation is determined to be confirmed for the identified contamination. The root cause for the reported excessive heating cannot be determined as the problem could not be reproduced. However, since there was rust inside the handle, it is possible there was a small puncture in the heating coil or shaft and steam traveled up the shaft to cause the burn sensation near the zebra stripes. The root cause for the identified contamination cannot be determined based on the provided information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, d4 (medical device lot #, medical device expiration date), g3, h6 (method) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a female patient underwent a radiofrequency ablation procedure using venclose evsrf catheter. During the procedure, detection of higher temperature outside the burning catheter zone and the catheter allegedly got unusual heat. It was further reported that the unpleasant heat was allegedly felt in the fingers. Furthermore, the patient experienced skin burns which were treated with bactigras. Reportedly, the burns have healed and the patient is stable.